Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was a light bleeding caused to the patient, no intervention was required, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure, the physician used a scope for the capsule placement, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system will be returned for investigation.

Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. Bravo device was received for evaluation. The returned sample met specification as received by medtronic. It was found the user has turned the handle more than 1/8 of a turn causing it to fail to attach. The customer bravo capsule failed to attach. The reported condition was confirmed. The investigation found the user turned the plunger more than 1/8 of a turn. The investigation identified the root cause of the reported event to be user mishandling. If information is provided in the future, a supplemental report will be issued.